Event description:
It was reported that the system was explanted and replaced due to infection. Patient was in stable condition after the event.

Manufacturer narrative:
Evaluation description: analysis was normal. No anomaly was found.